Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a please clean the connector error every time the gastrointestinal videoscope was plugged into the stacker system. This issue occurred during set up. There was no patient injury reported.